Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with unknown blood glucose at the time of the incident. The customer was at 306 mg/dl at the time of the call and 400 mg/dl after the hospital visit. The customer used the pump to treat. The customer experienced symptoms such as anxiety. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was using auto mode on their pump and the pump was exposed to magnetic fields. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The motor was tested outside of the device and passed the information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).